Event description:
The patient was undergoing a coil embolization procedure in the right internal iliac artery (iia) using a pod packing coil (pod pc), a non-penumbra microcatheter, a sheath, a parent catheter, and an angiographic microcatheter. It should be noted that the patient''s anatomy was tortuous. During the procedure, the physician successfully implanted thirteen non-penumbra coils into the target vessel. While advancing a pod pc through the microcatheter, resistance was encountered and the coil became stuck at the distal end. While retracting the pod pc, resistance was encountered. Subsequently, the physician visualized via angiogram imaging that the pod pc was stretched and unraveled inside the microcatheter. Therefore, the microcatheter containing the pod pc was removed from the patient. The procedure was completed using a new non-penumbra microcatheter to implant a new pod pc of the same size. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the following section was updated on this follow-up #01 MFR report 3005168196-2023-00083: 1. Section b. Box 5. Describe event or problem. Evaluation of the returned pod pc revealed offset coil winds on the embolization coil. This is likely the reported damage on the embolization coil. If the pod pc is manipulated against resistance during use, damage such as this may occur. Due to the damage, the pod pc was unable to be functionally tested, and therefore, the root cause of resistance could not be determined. Further evaluation revealed that the embolization coil was returned intact with the pusher assembly; therefore, the reported embolization coil detachment during the procedure could not be confirmed. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Note: based on the investigation findings, this is not considered a reportable event. This event did not and, if it were to recur, it would not cause or contribute to serious deterioration or death. H3 other text : placeholder.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the right internal iliac artery (iia) using a pod packing coil (pod pc), a non-penumbra microcatheter, a sheath, a parent catheter, and an angiographic microcatheter. It should be noted that the patient's anatomy was tortuous. During the procedure, the physician successfully implanted thirteen non-penumbra coils into the target vessel. While advancing a pod pc through the microcatheter, resistance was encountered and the coil became stuck at the distal end. While retracting the pod pc, resistance was encountered. Subsequently, the physician visualized via angiogram imaging that the pod pc was stretched and unraveled inside the microcatheter and had detached from the pusher assembly. Therefore, the microcatheter containing the pod pc was removed from the patient. The procedure was completed using a new non-penumbra microcatheter to implant a new pod pc of the same size. There was no report of an adverse effect to the patient.